Event description:
It was reported that t:slim x2 pump battery did not appear to charge, and caller noted power source alert in pump history. There was no adverse impact to the customer¿s blood glucose level. Caller confirmed use of original tandem charging cable and wall adapter, was instructed to plug adapter into outlet known to work and leave pump connected for at least 30 minutes, after which pump began charging and no further assistance was required.